Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible insulin pump under delivery. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and current blood glucose value was 394 mg/dl. Customer report other blood glucose value was 404 mg/dl. Customer reported that they experienced high blood glucose. The customer reported via phone call that they were hospitalized due to high blood glucose. Customer reports insulin pump system had not been in use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.